Event description:
Siemens was informed about an incident that occurred while operating the artis zee biplane system. During an interventional procedure, a ceiling suspended lead radiation shield manufactured by a third party ¿ mavig - fell down. The procedure was continued and completed on the same unit. Detailed clarifications of this event are currently ongoing. Therefore, the event is reported in doubt.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
H3, h6: the detailed investigation of the complaint event and system was completed. During a procedure, due to a misunderstanding, it was initially thought that the x-ray protection shield fell. However, further clarification showed that a thin metal plate from the joint of a third-party support arm for the x-ray protection shield fell. The purpose of the thin metal plate is to prevent dirt from entering the joint. The thin metal plate is light and without sharp edges. The support arm could still be moved, and no adverse event was communicated after the incident. The third-party supplier was notified, and the issue was investigated. Investigation showed that the plastic cover that holds the thin metal plate was damaged, causing the thin metal plate to fall. However, it cannot be determined, how the plastic cover was damaged. The thin metal plate is removed. The incident described in the reported event is not classified as a reportable event adverse event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.